Event description:
It was reported that the pt underwent a revision surgery due to the fracture of the articular surface.

Manufacturer narrative:
Eval summary: the articular surface or x-rays were not returned for analysis; therefore, without additional info, the exact cause of failure cannot be conclusively determined at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.